Event description:
This procedure is part of (B)(6). A clinical (B)(4) is reported post procedure. Left sided weakness is noted. The event is ongoing; medication has been given and the patient has not yet recovered. Per the site, it is probably not device related, but probably procedure related. Please reference MDR 2183870-2012-00211 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.